Manufacturer narrative:
Referring to the final clinical complaint investigation report: the regional supervisor stated that he did not suspect that a gambro product caused this pt's death. The document 'cause of death' by the emergency room physician was listed as cardiac arrest related to several comorbidities. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability. This event is being reported as per gambro policy: all cases of pt's death within 24 hours after end of the treatment are considered reportable regardless of any involvement of a gambro device.